Event description:
Cre disposable balloon dilator was stuck in esophagogastroduodenoscopy (egd) scope and could not be removed by physician during egd procedure. The balloon was deflated, and the scope was not torqued however the balloon could not be pulled out or advanced in egd scope. The scope was removed, balloon cut and removed from scope. The dilator and packaging was given to the endoscopy clinical partner.